Manufacturer narrative:
E1: initial reporter phone no.: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link needle-free IV connector (further described as "end cap") cracked which resulted in a leak. This occurred prior to attaching the connector to a patient, during preparation for a peripheral intravenous (piv) insertion. The end cap was exchanged to resolve the event. There was no patient involvement. No additional information is available.